Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2mqss); product type: 0200-lead; implant date (B)(6) 2022; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that when their ins was replaced on (B)(6) 2025, the lead being replaced was "disintegrating", crumbling and falling apart. After their surgery, their healthcare provider (hcp) just "closed them up" and sent home because their lead couldn't be fixed. Patient stated that they haven't talked to their hcp since then regarding their ins. Agent redirected the patient to their hcp to further address the issue. Agent also provided technical services phone number as patient requested and reviewed that patient can request physician listing if they would prefer a second opinion from a different hcp.